Manufacturer narrative:
Product event summary: one (1) battery (B)(4) was returned for evaluation. Nine (9) batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device (B)(4) in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. The battery was able to hold charge and provide power as expected. Log file analysis pertaining to (B)(4) revealed that the controller in use during the event date did not have the smr software installed. Analysis of data log file revealed that the batteries discharged as expected when in use. Additionally, visual evidence provided revealed a ¿low battery alarm¿ with the battery indicator light with only one bar lighted up. As a result, the reported "low battery alarm at 50% charge" resulting in "switching" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. Additional products: d1: heartware ventricular assist system ¿ (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved: battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2015-11-30. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2015-12-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2015-12-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2016-10-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2016-10-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2016-10-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2016-10-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2016-10-31. Labeled for single use: no. (B)(4). Battery / (B)(4) / model #1650 / UDI: (B)(4). Device available for eval: no. Mfg. Date: 2017-01-31. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a battery that was not holding a charge for four (4) hours. The battery was felt to deplete quickly. The battery was replaced. It was further reported that all of the patients batteries had a low battery alarm at 50% charge. The patient mentioned that when the low battery alarm occurred at 50%, the power source switched to the charged battery and the patient would change the battery experiencing low battery. No patient complications have been reported as a result of this event.